Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that electrogram (egm) were not stored on patient's implantable cardioverter defibrillator (ICD) transmission. No intervention was done. The patient was stable.